Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was selected for an implant using a 10 f amplatzer trevisio intravascular delivery system. During the procedure, the device was presented in a bulbous deformation. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. It was note that the 22mm amplatzer septal occluder was ultimately implanted. The patient status was noted as stable. There was no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported .a returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. There is no indication for a product quality issue with regards to manufacture, design, or labeling. Please note, per the amplatzer septal occluder instructions for use, that a 9 french sheath is recommend for use with a 22mm septal occluder. A 10 french sheath was used.